Event description:
It was reported that during a breast biopsy procedure when trying to insert the needle into the breast, an error message appeared which referred to the green or blue cable being defective. Since it was not possible to continue with the procedure, it was rescheduled for another time. The device will be returned for evaluation. There was no adverse pt consequence.

Manufacturer narrative:
The complaint has been confirmed. To correct the issue, the rotational (blue) and translational (green) cables were replaced. The unit was serviced, repaired and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.